Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other

Event description:
It was reported that on august 9, a novasure procedure was performed and the doctor noticed a perforation, and the procedure was aborted. The doctor asked if the patient could return for another attempt. The doctor confirmed the patient was healed from the perforation as of september 5 and did not state if further treatment was provided to the patient after the perforation was noted. The doctor stated that if the patient meets the criteria for having a novasure ablation and there is no weakening of the myometrium in the doctor's clinical judgment, the patient would be a candidate for the novasure ablation no additional information available.